Manufacturer narrative:
Device evaluation of belt sn (B)(4) has been completed. The reported problem (cannot complete testing) was confirmed. As received, multiple cables were cut. The cause of the inability to complete testing is the cut cables. The root cause of the cut cables is physical abuse. No adverse event resulted from the damaged monitor.

Event description:
A us distributor returned a belt indicating that incoming testing could not be completed.